Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, once the leads were connected to the device, frequent oversensing on the right ventricular (rv) channel was noted. The rv lead pin was removed from the header and inserted multiple times with noise coming from the grommet. Cleaning of the lead pin did not alleviate the oversensing. The implantable cardioverter defibrillator (ICD) was removed and replaced with no further oversensing detected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.